Manufacturer narrative:
A review of tickets was performed for reagent lot number 92575ui00. The ticket search determined that there is an elevated complaint activity for the likely cause lot, but no trends were identified for the complaint issue. Return testing was not completed as returns were not available. Accuracy testing was performed using a retained kit of lot 92575ui00. Acceptance criteria was met, which indicates acceptable product performance. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect b-hcg for lot 92575ui00 was identified.

Manufacturer narrative:
Correction: section d. Suspect medical device: number 4. Catalog # changed from 07k78-35 to 07k78-30.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely positive architect total b-hcg result for a (B)(6) year old female patient. The following data was provided: sid: (B)(6), initial result = 978.71 iu/l (positive), repeat result = <1.2 iu/l (negative). No impact to patient management was reported.